Manufacturer narrative:
Analysis of device history records: copan checked the internal records related to the manufacturing and controls before the release on the market of the reported product 305c, lot number 10a766 ((B)(4)). No anomalies have been found. The involved device was not available to be returned to copan for evaluation. Mechanical swab shaft bending tests (according to release sop) have been performed on the retained samples of the reported lot on the point where the breakage occured, in order to test shaft resistance to breakage. All the swabs subjected to the bending tests gave conforming results. An analysis of the incidence of the problem has been performed from 2011 up to date: (B)(4). Considering that the internal investigation could not confirm any malfunctions/defects in the device lot associated with this incident, that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection) and that the incidence rate is very rare, no corrective actions is planned at this time. An ongoing improvement on the product in order to reduce the already very low incidence rate of swab breakage is opened. Copan will continue to monitor products for similar events.

Event description:
The event occured in (B)(6). The notification received by the distributor informed that a swab shaft of the utm kit broke in the nose of a patient and that the hospital needed a ent physician to remove the swab. Copan sent to the distributor a questionnaire for further investigate the event. On (B)(6) 2016 copan received the questionnaire completed by the hospital that reported the following further information: the swab broke at the tip (tip loss) during a sampling collection for influenza. The patient behavior during sampling was collaborative. The sampling procedure applied during the event was the nursing procedure provided by the hospital. The actions took as a consequences of the event (swab breakage) were the verification of the airways by a nurse, thereafter the consultation with the orl to remove the missing piece. Patient's status and health condition following the event: edema, localized redness on the eyelids. Malaise and tiredness deg.